Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional's fit was so tight on the stem that the stem was explanted completely when trying to remove.